Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup operation and was unable to be interrogated. Device reprogramming was unable to restore the device due to insufficient battery voltage. It was noted that the patient had been lost to follow-up for several years. The patient was stable throughout.

Event description:
New information received indicates that the patient's implantable cardioverter defibrillator was removed and replaced on (B)(6) 2024. It was noted prior to the procedure that the device was still unable to be interrogated. The patient was stable.

Event description:
Additional information received on november 25, 2024, indicates that the patient's implantable cardioverter defibrillator was removed and replaced on an unknown date.